Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the luer adaptor was separating from the connector during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter: it was reported that the multi sample luer adapter was popping off of the one-link when drawing labs. Additionally, on 2020-02-17 the customer provided the following additional information: stated this occurs every day with every lot. No patients had to be redrawn.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the luer adaptor was separating from the connector during use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter: it was reported that the multi sample luer adapter was popping off of the one-link when drawing labs. Additionally, on (B)(6) 2020 the customer provided the following additional information: stated this occurs every day with every lot. No patients had to be redrawn.